Manufacturer narrative:
Date of event: (B)(6) 2016

Event description:
Customer reported error codes messages of patient wye not blocked ((B)(4)) and air valve liftoff failure ((B)(4)) were identified in the significant event log. Customer reported that there was no patient involvement.